Manufacturer narrative:
Upon further investigation, the following has been reported. The reported issue was found during device testing and outside of clinical use; therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device's fan is not working properly. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.